Event description:
It was reported that the right ventricular (rv) lead had chronically elevated thresholds and no capture. No intervention has been planned at this time and the lead remains in use. The patient is a participant in the product surveillance registry clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead; implanted (B)(6) 2005. (B)(4).